Event description:
It was reported via repair work order that recliner handle had sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.